Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus syringes. Pharmacist is calling on behalf of the customer. The customer is using the syringes to administer leuprolide, a fertility drug. Pharmacist stated that the syringes are pre-filled with 80 units of leuprolide. Pharmacist stated that the pharmacy has been doing this for over 15 years. Customer stated that the syringes had a solid, white substance in the syringe. The customer had called the pharmacy prior to injecting the drug; pharmacy had advised the customer to administer the medication. After administering the medication, the white substance was still there in the syringe. The customer feels well and did not report any symptoms. No medical intervention associated with the use of the product was reported. The customer is out of intended use- product is intended for insulin use only.

Manufacturer narrative:
Sections with additional information as of 26-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities were observed on retain samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.